Event description:
On (B)(6), 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis (tgt3420/7275210). As the left subclavian artery (lsa) is intentionally covered by the tgt3420, the lsa was coil-embolized. The procedure was concluded without endoleaks or other adverse events revealed to the patient. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 58mm at the time of hospital discharge. Later in two follow-up studies, endoleaks had not occurred to the patient. On (B)(6) 2011, in one-year follow-up study, a proximal type I endoleak was revealed with aneurysm enlargement to 64mm. On (B)(6) 2011, the patient was implanted with a non-gore stent graft to treat the proximal type I endoleak. On (B)(6) 2011, in two-year follow-up study, it was revealed that the proximal type I endoleak had been resolved. Additionally, aneurysm diameter has shrunk to 62mm. It was reported that the proximal neck length was 10mm and not long enough to keep a good wall apposition, resulting in the proximal type I endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.